Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via email that the reservoir had an occlusion. The customer's blood glucose was 274 mg/dl at the time of incident. The customer treated with a manual injection. The pump had a no delivery alarm even after changing the infusion set and reservoir. The alarm occurred during bolus and priming. The alarm was recurring. The customer was unable to troubleshoot because the pump was currently not receiving the alarm. Troubleshooting was not completed. The reservoir was not returned for analysis.